Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms noted. It was unable to confirm if motor position encoder error alarm occurred due to erased history file. The motor was tested outside of the device and passed. Device had cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The device was not exposed to a magnetic field. Customer uses the sensor feature and was able to complete the rewind sequence. Blood glucose value was 210 mg/dl. Customer was not certain he did not receive a motor position encoder error alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.